Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a revision surgery was necessary on (B)(6) 2023 after a plate breakage of an a anatomical locking plate. The plate was initially implanted on (B)(6) 2023. No further information received.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6 the failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded that the most likely cause of the reported failure is a patient-specific event. This event is specifically related to lifestyle and/or physical work, and/or the patient's failure to restrict activities or follow directions during the healing period. The complaint allegation was confirmed based on the customer's attached x-ray (possibly the top x-ray plate), which shows a plate broken in half.